Event description:
It was reported that control-iq decreased basal insulin delivery because cgm readings were inaccurate, showing 150 mg/dl while customer¿s actual blood glucose level was 549 mg/dl. Customer experienced high blood glucose levels but did not report any low readings. Customer performed a fingerstick test, administered a correction insulin injection by multiple daily injections without needing emergency assistance, and received education that automated insulin adjustments relied on accurate cgm data, which might not occur if sensor function was impaired, and caller understood but declined to report cgm inaccuracy to dexcom or abbott.